Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. She was hospitalized on (B)(6) 2016. The cause of death was failure to thrive, depression, and diabetes mellitus. The customer was placed on feeding tube about a month and a half prior to passing. The caller stated that on the day of passing, the customer took the insulin pump off, and refused to take medication or insulin. Since the customer could not be convinced to eat, to reconnect the insulin pump, or take medication, the paramedics were called and the customer was taken to the hospital. Prior to being released to hospice care, the customer passed away. The customer had kidney failure, heart disease, cancer, five strokes, and mrsa infection. The caller did not know the customer's blood glucose at the time of passing. The customer was not wearing the insulin pump at the time of passing; it has been disconnected by the customer four days prior to passing. The caller does not have the customer's insulin pump.